Event description:
The complainant reported that the clinicians were performing a therpeutic antegrade colonic cleansing on a patient (age, gender and weight unknown), but during the clinician's withdrawal of the jagwire from the plastic cook brand catheter, the guidewire tore. The complainant reported that there were "no clinical consequences" to the patient.

Manufacturer narrative:
The device was received for evaluation. The visual evaluation of the device showed that the core wire was exposed along 38cm's. The pebax section was not present and the teflon was ripped/sliced. The core wire was not fractured, but appeared cut. The outer diameter where the teflon was not damaged met the outer diameter specifications. The overall dimensions were within tolerances. Between 6.4cm and 5.4cm of the distal end of the core wire was missing. A scanning electron microscopy analysis of the distal end of the core wire confirmed that it was not fractured. The results of this analysis indicated that the wire was pinched on two sides across the transverse surface and exhibited uniform striations. These indicators are consistent with a wire being cut using a pair of wire cutters". No evidence of a fracture was found. The wire was cut by the use of wire cutter. This customer's reported complaint condition was confirmed. The directions for use for this product warns the user of the following: use a single-use sphincterotome to ensure that the material between the lumens has not been compromised. The condition of the received device indicated that it had been cut at the distal end, and the ripped teflon confirmed that the jagwire was stuck in catheter, causing teflon damage during retrieval against resistance. The wire was cut apparently to remove it from catheter. The catheter used in the procedure may have contributed to the event, however it was not available for evaluation, and the most probable root cause was not determined.